Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer had changed the supplies and resumed insulin delivery. The customer¿s blood glucose (bg) level ranged from not being impacted to over 600 mg/dl. An insulin injection was used to address the high bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump and the occlusion appeared to be related to the cartridge. The customer loaded a new cartridge. Insulin delivery was resumed.